Manufacturer narrative:
H11: additional manufacturer narrative: updated: b4, b5, b7, g3, g6, h2, h6 (component code, clinical code, type of investigation, investigation findings, investigation conclusions) based on the information available, the device was intentionally used outside the way it was designed and intended. The performance, safety, efficacy, longevity, and durability of rings and bioprosthetic valves have not been determined when the product is used outside the scope of its intended use and/or its studied population. Stenosis, which develops progressively over time, can be due to a number of issues. Additionally, there can be a number of potential known and unknown patient-related contributing factors. Structural valve deterioration (svd) is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Alternatively, non-structural valve dysfunction (nsvd) may also play a role in the development of valvular stenosis. Stenosis is most commonly related to patient factors and is not usually an indication of a device malfunction related to a manufacturing deficiency. The instructions for use (IFU) have been reviewed and no inadequacies have been identified with regard to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported type of event is included in the IFU. The most likely cause is patient factors, including implant position and patient's age at time of implant. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. There were no issues identified that would have impacted this event.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of eight (8) years, seven (7) months due to stenosis and moderate pulmonary regurgitation. The patient presented with shortness of breath. The tpvr was performed with a 26mm 9750tfx transcatheter valve. The patient was in recovery post procedure.

Event description:
It was reported that a patient with a 23mm 3300tfx aortic valve, implanted in the pulmonic position, underwent a valve-in-valve procedure after an implant duration of 8 years, 7 months due to stenosis. The tpvr was performed with a 26mm 9750tfx transcatheter valve.

Manufacturer narrative:
H11: additional manufacturer narrative: the device was not returned for evaluation, as it remains implanted. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.